Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of (B)(6). The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during an endoscopic sphincterotomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, a non-bsc device was used to crush a 12mm stone but failed due to the hardness of the stone. The stone had remained inside the basket and another non-bsc device was used to release the stone. The physician then used a trapezoid basket but also failed to crush the stone. The tip was unable to detach and the stone remained in the basket. An alliance ii handle was used but failed to detach the tip and the stone could not be released. A non-bsc device was used in attempt to release the stone but failed. The stone was finally released from the basket using a grasping forceps. The stone remained inside the patient and was planned to be removed surgically. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device found the coil and wire basket assemblies were separated and the only portions returned. The coil had been stretched and buckled. The wire basket assembly was bent and clear sheath was partially detached. Furthermore, the basket wires were very bent and deformed. The tip was intact and unknown tubing was over the basket wires adjacent to the tip. Further evaluation revealed the tip edge which was pulled outward as the tip was beginning to detach during use. The side car-rx presented pushback out of specification. The evaluation concluded that the returned unit was consistent with the complaint incident that the tip failed to detach. It is unknown what tensile force was applied to the device during the attempt to detach the tip. During the evaluation the tubing was slid proximally on the wire to reveal the tip edge which was pulled outward as the tip was beginning to detach during use. Stone size and density, user technique, tortuous anatomy, and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device and detach the basket tip. Additionally, the buckled coil and sheath could have contributed to the failure to detach the tip. Therefore, the most probable root cause is ¿operational context.¿

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic sphincterotomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, a non-bsc device was used to crush a 12mm stone but failed due to the hardness of the stone. The stone had remained inside the basket and another non-bsc device was used to release the stone. The physician then used a trapezoid basket but also failed to crush the stone. The tip was unable to detach and the stone remained in the basket. An alliance ii handle was used but failed to detach the tip and the stone could not be released. A non-bsc device was used in attempt to release the stone but failed. The stone was finally released from the basket using a grasping forceps. The stone remained inside the patient and was planned to be removed surgically. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.